Event description:
In 2001 the end-user's family member called minimed, USA, and stated that half of the cannula hub detached from adhesive gauze. Has occured with three sets from the same box. The next month, maersk medical received the complaint and 2 used and 23 unused infusion sets.